Event description:
Ous MDR - it was reported that approx. 26 months after the implantation, this lead was explanted due to sensing decrease.

Manufacturer narrative:
The returned lead was only available in fragments. The lead had been capped about 13 cm and 15 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The returned fragments were examined visually, mechanically, and electrically. It is likely that the lead was cut through during the explantation. Aside from the existing cuts through the lead, no damage was detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.